Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the event and began treatment with unspecified antibiotics (doses, frequencies, routes, and durations were not reported). At the time of this report, the antibiotic treatment was ongoing and the patient remained hospitalized. The patient¿s pd catheter was scheduled to be removed one day after the initial receipt date of this report. At the time of this report, the patient has a line in the neck and is on hemodialysis. No further detail was provided regarding the patient¿s outcome from the peritonitis. No additional information is available.